Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 25955 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 2 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice 50005 "the safety system detected fluid in the catheter and stopped the injection." Pressure testing and inspection was performed on the sub-components of the balloon, handle, and shaft segments. Pressurizing of the outer balloon identified the outer balloon proximal bond was leaking and detached from the shaft. In conclusion, the balloon catheter failed the returned product inspection due to the bond detachment observed at the outer balloon proximal bond. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure using the afapro28, the catheter temperature did not exceed -25 degrees. Three applications were performed with the same result. The issue was resolved when a new catheter was used. No patient complications have been reported as a result of this event.